Event description:
It was reported that patient had an infection. It was added that patient felt warm feeling at the pocket. It was indicated that patient body seemed to be rejecting foreign material and may have to be removed because this was the second infection in the area. It was also reported that patient had no stimulation sensation. It was indicated that patient went back to the healthcare provider within a month of implant (B)(6) and the incision site where the actual wires were implanted became swollen and infected. It was noted patient took antibiotics and it was cleared up. It was reported over the month of (B)(6) patient was periodically in the hospital for medical issues unrelated to the device. It was added that, four days prior to the initial report patient ¿felt discomfort in the area around the implant, touch or sit down, minor discomfort. ¿it was also noted that three days prior to report date ¿a lot more significant around the area was red and hot¿ and patient was seen by the hcp on this day. It was added that hcp thought it appeared to be ¿celsius¿ infection and provided antibiotics. It was indicated that, two days prior to the date of the report the infection spread over twice as big and low grade temperature. It was noted patient was seen in the emergency on that day and had IV infusion, antibiotics / prescription and different antibiotics and was told to follow up with hcp who specialize in therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28 lot# va0610q, implanted: 2013 (B)(6); product type lead product ID 3093-28 lot# va0610q, implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va0610q, implanted: 2013 (B)(6); product type lead product ID 3093-28 lot# va0610q, implanted: 2013 (B)(6); product type lead. (B)(4).